Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2019-00013.

Event description:
It was reported that during an initial hip surgery, the liner would not seat in the cup. The locking ring had detached from the cup. The cup was removed, and an alternate device was used to complete the surgery. Attempts have been made, and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Corrected: h6 - patient code(s). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shell identified that the locking ring was deformed and had dislodged from the lock ring groove. Damage was observed on both locking tabs. Dimensional analysis confirmed that the product identifiers were confirming to print specifications where measured. Visual inspection of the liner identified damages at multiple locations around the rim feature. Witness marks and damages were present on the spherical radius. A dimensional analysis could not be performed as the damage was too severe. No other abnormalities were identified. Additional information received doe not change the final conclusions of the previous investigation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.